Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during two separate coronary artery bypass procedure, after finishing the operations, the ultima activator ii drive mechanisms could not be closed. With significant force, the devices were removed from the pts. The same units were used to complete the procedures. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Refer to MFR report # 2242352-2011-01976.